Event description:
It was reported that the patient had a total hip arthroplasty. The patient was non-compliant (due to the patient not following restrictions at rehab) and the cup, augment block, and screws loosened. Therefore, the patient was revised with a bigger cup, bigger augment, and screws approximately 1-2 months later. Subsequently, the patient was non-compliant again, therefore will be revised again in the near future with a custom trifflange. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 110010267; g7 osseoti multihole 58mm g; lot#7084562. Cat# 802804004; zb type 1 ceramic hd 40mm x +6; lot# 3045483. Cat# 51-101070; tprlc 133 fp type1 pps ho 7.0; lot#6656562. Cat# 00625006535; bone scr 6.5x35 self-tap; lot# j7105903. Cat# 00625006540; bone scr 6.5x40 self-tap; lot# j7031156. Cat# 00625006540; bone scr 6.5x40 self-tap; lot# 65094425. Cat# 00625006540; bone scr 6.5x40 self-tap; lot# j7130462. Cat# 00625006550; bone scr 6.5x50 self-tap; lot# j6909648. Cat# 00625006550; bone scr 6.5x50 self-tap; lot# j6909648. Cat# 00489405020; trabecular metalâ¿¢ acetabular revision system acetabular augment; lot# 64634283. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the patient being non compliant to post op care as reported by the surgeon. Per the warnings section in the instructions for use (IFU), accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitation of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. Loosening of the implants can result in increased production of wear particles, as well as accelerate damage to bone making successful revision surgery more difficult. The patient is to be made aware and warned in advance of general surgical risks, possible adverse effects as listed, and to follow the instructions of the treating physician including follow-up visits. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.